Event description:
Patient underwent cardiac arrest, date redacted. Patient initially underwent ventricular fibrillation arrest. Compressions were started immediately. Patient was noted have a normal glucose and istat blood test showed normal electrolytes. Patient was given approximately 2 rounds of epinephrine and one amp of bicarbonate empirically. Return of spontaneous circulation was achieved and the patient was noted to go into atrial fibrillation with rapid ventricular response and was given a load of amiodarone 150mg and converted to sinus. Patient remained hypotensive on levophed and vaso. He also was profoundly hypoxic and was started on inhaled nitric oxide along with maximal ventilator settings with a positive end-expiratory pressure of 17. Patient's blood pressure acutely dropped to 57/38 with mean arterial pressure of 44 at 1720. Several rn's went into the room, maxed out levophed currently running on patient to 50mcg/min with no change to hemodynamics, increased levophed to 100mcg/min with still no change. Md had rn push epinephrine and placed call to family to come see patient for end-of-life. Shortly after epinephrine was pushed, patient's blood pressure spiked to 230's/110s with mean arterial pressures in the 130s-140s. Rns in the room started to check the line the levophed was running through and found that the connection on the extension set was cracked and leaking and patient's bed was saturated underneath. The extension set was added to the patient's IV around [date redacted] after a code arrest event on the patient. The rn checking the line states that the IV was appropriately screwed onto the extension set and not on too tight.